Event description:
No additional information was reported.

Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled. Device history record was reviewed and no discrepancies were found. This issue was previously investigated through the CAPA process. The root cause is attributed to a design issue. A design update was made if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03451, 0001822565-2019-03452, 0001822565-2019-03453.

Event description:
The tibial articular surface shims were returned as worn and needing replacement, it was noted that the ball bearings were missing. No patient involvement was reported.